Event description:
Strykerflow2 disposable suction/ irrigator without disposable tip - brown/ black liquid observed dripping from the bottom of the battery pack running onto the sterile field and floor.